Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged cartridge alarm was verified, however the cartridge detection notification was unable to be confirmed as no used cartridges were returned with the device.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge detection notification during a supply change. There was no reported impact to the customer's blood glucose level. Subsequently, a cartridge alarm (cartridge alarm 19) occurred. Reportedly, the customer has levemir available as alternate insulin therapy.